Manufacturer narrative:
H10: multiple attempts have been made on 06-oct-2023, 25-oct-2023, and 09-nov-2023 to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60, indicating that they were placing the unit on to the patient, but then it started alarming battery failed even while being plugged into an outlet. The device was just about to be put on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention provided to the patient, nor a delay was noted.